Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up, lead noise was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable.